Manufacturer narrative:
(B)(4).

Event description:
The pt developed an ulceration in the skin over the pump site. It was noted that the cause of the ulceration was likely related to the location of the implant and the difficult anatomy of the pt. The pump was moved to a different location to allow the area to heal. The new location appeared to be healing well. There were no product issues reported.